Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, (B)(4), on (B)(6) 2011 14:08:32. Last battery measurement=2.64 volt on (B)(6) 2011 13:56:36 is before eri (elective replacement indicator) <= 2.62 volt.

Event description:
It was reported that the device had a power on reset due to radiation therapy to the patient's left chest area. It was noted that the device is approaching elective replacement indicator, so it was reprogrammed and currently remains in use. No patient complications have been reported due to this event.